Event description:
After continued eye irritation and visits to my primary dr and urgent care I smelled the contents of the bottle and noticed it appears to have a mildew smell. I have scheduled an appointment with an optometrist and discontinued use of contacts and affected opti-free puremoist bottle.